Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp) due to fluid loss in the reservoir. The tomography showed consolidated fractures of the pubic ischium and ilium pubic branches. The ipp has a fold in the cylinders and suggest discontinuity with the pump in the scrotum and the reservoir in the right pelvis. The reservoir volume was approximately 23ml. A patient outcome of stable was reported.